Event description:
A pt was implanted with a click'x construct from l2-s1. Pt was in physical therapy and was not getting any better and was sent for x-rays 3 years post implant. Pt had solid fusion l2-l5, but was diagnosed with pseudoarthrosis at l5-s1 and a screw in the right s1 body was noted as broken. Pt was returned to the operating room for removal of click'x and revision to pangea.

Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. MFR records could not be reviewed without a lot number. MFR date cannot be determined without a lot number.